Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmennorhea (cramping)') and device breakage ('proximal segment of coli remained behind') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), gastrointestinal disorder ("gi conditions") and abdominal distension ("bloating"). The patient was treated with surgery (salping. (Unilateral) and salpingectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, device breakage, heavy menstrual bleeding, bladder disorder, gastrointestinal disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, bladder disorder, device breakage, dysmenorrhoea, gastrointestinal disorder and heavy menstrual bleeding to be related to essure (ess205). The reporter commented: received treatment for dysmenorrhea, menorrhagia, bladder problems, bloating and gastrointestinal disorders. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-apr-2021: mr received. New events added (from mr): device breakage. Reporters, concurrent conditions were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') and device breakage ('proximal segment of coli remained behind') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), gastrointestinal disorder ("gi conditions") and abdominal distension ("bloating"). The patient was treated with surgery (salping. (Unilateral) and salpingectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, device breakage, heavy menstrual bleeding, bladder disorder, gastrointestinal disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, bladder disorder, device breakage, dysmenorrhoea, gastrointestinal disorder and heavy menstrual bleeding to be related to essure (ess205). The reporter commented: received treatment for dysmenorrhea, menorrhagia, bladder problems, bloating and gastrointestinal disorders. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(unspecified) bilateral occlusion. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-may-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of dysmenorrhoea ('dysmenorrhea (cramping)') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), gastrointestinal disorder ("gi conditions") and abdominal distension ("bloating"). The patient was treated with surgery (salping. (Unilateral) and salpingectomy (unilateral)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the dysmenorrhoea, menorrhagia, bladder disorder, gastrointestinal disorder and abdominal distension outcome was unknown. The reporter considered abdominal distension, bladder disorder, dysmenorrhoea, gastrointestinal disorder and menorrhagia to be related to essure (ess205). The reporter commented: received treatment for dysmenorrhea, menorrhagia, bladder problems, bloating and gastrointestinal disorders. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: essure confirmation test(unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: case became incident, event injury nos removed, new events (dysmenorrhea, menorrhagia, bladder problems, bloating and gastrointestinal disorders) updated, insertion date of essure, reporter detail and date of birth of patient updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.